Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was dim and flickers as well as squirting. Customer's blood glucose level was unknown. Customer stated that they when rewinding it sounds louder and did not do it she was to tell it a few times. Customer also reported that the random no delivery alarm. The device will not be returned for analysis.